Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the two cuffs and the balloon were removed and replaced. A fluid leak caused by a hole in the distal cuff was identified. The physician assumes that the hole was caused while closing up the incision. No patient complications were reported.